Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
A spark and burning smell noticed during device use. The investigation is in process.

Manufacturer narrative:
Investigation: the defected part was scrapped due to customer service engineer not returning the part with a customer complaint tag. Therefore, further investigation could not be performed.